Manufacturer narrative:
Batch review performed on 21 july 2021: lot 2002130: (B)(4) items manufactured and released on 05-june-2020. Expiration date: 2025-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
3 months after the primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.